Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device doesn't deliver defibrillation energy as expected.

Manufacturer narrative:
Evaluation of the device found that the white energy capacitor was disconnected from the j18 spade connector. This was the cause of the reported issue, reconnecting resolved. This device was archived and the customer received a replacement device.